Manufacturer narrative:
Device received for examination. Testing found that the product had been trapped in the seal of the packaging and cut as the packets are perforated. No additional complaints registered with this lot no.

Event description:
(B) (6). According to the information received an end user reported that the tip of a catheter had a hook on the end. The end user did not use the product, but sent it to coloplast for evaluation.